Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing myopotential noise that caused pacing inhibition greater than two seconds. Boston scientific technical services (ts) discussed the noise algorithm. The device system remains in-service. No adverse patient effects were reported.